Manufacturer narrative:
H.3. A device evaluation and/or device history review is anticipated but is not complete. Upon completion, a supplemental report will be filed.

Event description:
It was reported that while using bd vacutainer® sst¿ blood collection tubes, there is gel smearing and abnormal additive form of an unspecified number of tubes. No patient impact reported. The following information was provided by the initial reporter: "for an example: issue 1: gel not descended + clot with serum. Issue 2: almost dry clot. We recently encountered this problem with batch 3019156 - expiry date 2024/01/31."

Manufacturer narrative:
The following fields have been updated to the complaint: pr#(B)(4) -missing additive / poor barrier separation of sample h.6 investigation summary: bd had not received samples, but 2 photos were provided for investigation. The photos were reviewed and the indicated failure mode for poor barrier separation was observed. Fibrin or gel smearing was not observed in the photos. Additionally, retention samples from bd inventory were visually inspected and gel smearing was observed in 1 of the 30 tubes inspected. Complaints for sample quality are under statistical control for the month of august 2023. At this time, further testing is not indicated. Based on a review of the device history record for the incident lot, all product specifications and requirements for lot release were met. There were no related quality issues during manufacturing of the product. This complaint has been confirmed for poor barrier separation based on the photos provided. This complaint has been confirmed for gel smearing based on retention sample inspection. This complaint could not be confirmed for fibrin. Bd was not able to identify a root cause for the indicated failure mode. Complaints received for this device and reported condition will continue to be tracked and trended. Our business team regularly reviews the collected data for identification of emerging trends. Bd quality will continue to monitor sample quality complaints.

Event description:
It was reported that while using bd vacutainer® sst¿ blood collection tubes, there is gel smearing and abnormal additive form of an unspecified number of tubes. No patient impact reported. The following information was provided by the initial reporter: "for an example: issue 1: gel not descended + clot with serum. Issue 2: almost dry clot. We recently encountered this problem with batch 3019156 - expiry date 2024/01/31."